Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive, and the pump battery was depleting quickly. Additionally, the wake button was sticking and unresponsive. There was no reported impact to customer's blood glucose level. Customer declined a follow-up from tandem technical support and no further information was obtained.